Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional tricuspid regurgitation (tr), an enlarged atrium, and atrial fibrillation for a triclip procedure. During the procedure, a triclip xtw was advanced within the patient and successfully implanted. A second triclip xtw was then advanced within the patient and successfully placed on the leaflets, during deployment the efaa tests and lock line removal were performed successfully. The actuator knob was rotated and the cds handle was retracted when it was identified that the clip was still attached to the shaft. Troubleshooting was performed by adjusting the shaft angle and aggressively moving the triclip steerable guide catheter (tsgc) and the clip was successfully detached. The clip remained stable and the tcds and tsgc was removed from the patient. The procedure was discontinued; the final tr was reduced to grade 1. There were no adverse patient sequela or clinically significant delays reported.